Manufacturer narrative:
The patient is currently ongoing on lvad support with the power module and un-grounded cable. No further information is available at this time. A supplemental report will be submitted when the event analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient experienced a red heart alarm (low flow, pump stop) upon switching from batteries to the power module. The patient was seen in clinic and placed on hospitals power module and incident was reproduced. During both events, patient reported having a sensation of marbles going through his system as though he was being shocked. The center then placed the patient on hospitals power module with an un-grounded power module cable and the event did not reoccur.